Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was clarified the header block suture hole was broken, and the absorbable pouch was not initially used, but was used later to stabilize the ins.

Manufacturer narrative:
Date of event: year is valid, but exact date and month is not known. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that sometime after ins replacement, the patient reported the battery was moving within the chest. A revision was performed (B)(6) 2019 and the physician noticed the eyelet suture area of the ins was broken. It was not known if the suture was to blame or the patient ripped it. The ins remained in-situ and was working. An absorbable antibacterial pouch was used to stabilize the ins. The event was considered resolved. No patient symptoms/complications were reported.